Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for these events could not be conclusively determined through this evaluation. The log file, which contained data from (B)(6) 2017 09:01:24 pm through (B)(6) 2017 10:28:50 am, captured multiple pump stoppages and low speed advisory / hazard events on (B)(6) 2017 and (B)(6) 2017 while the system were connected to a power module. Associated low flow hazard alarms were captured during these events, and several elevations in pump power were observed, reaching values up to 13.5 w. Based on previous complaint history, the captured events appear consistent with a potential driveline issue. The patient remains ongoing on pump support using an ungrounded patient cable and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The ungrounded patient cable referenced in this section was reported under medwatch MFR. Report number 2916596-2016-00776. Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 3 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that internal percutaneous lead (driveline) fracture was suspected. The patient was asymptomatic. The submitted system controller log file was reviewed by the manufacturer¿s technical services representative and it was observed that pump stoppages occurred while the lvad was connected to the power module. Since the patient has had the entire driveline replaced in the past, this would further indicate that there is an internal wire compromise. The submitted internal x-rays were also reviewed and showed tight bends in the driveline near the pump end bend relief. The patient will continue to use an ungrounded power module patient cable. There are no plans for a pump exchange at this time.